Event description:
It was reported that the sensing on the right atrial (ra) lead has been historically marginal. The undersensing now is significant. As a result of the undersensing, there is a decrease in the percent of biv pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead, implanted: (B)(6) 2010. A 419488 lead, implanted: (B)(6) 2010. (B)(4).